Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional data: b.5., d.4, g.1., h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported rupture for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, underweight and one opening extended on the posterior. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, non-penetrating nick, wear abrasion and stress marks. Based on the device analysis, the final assessment is one crease sharp opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture for an unknown side. Device remains implanted.